Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise from air entrapment. The s-ICD was reprogrammed however another inappropriate shock was delivered. The tachy therapy of the s-ICD was programmed off and it remains in service. No adverse patient effects were reported.